Event description:
Dr. (B)(6) had placed pedicle screws in l4-si and was in the process of final tightening the l4 pedicle screw when he noticed that the blocker wouldn't final tighten. Upon further inspection of the pedicle screw he noticed that it was recessed well below the top of the tulip head of the pedicle screw. He then compared the l4 pedicle screw to other screws that he had implanted and final tightened and realized that something was wrong. Upon review of the x-ray it was apparent that the tulip head of the 7.5 x 55 mm screw had been compromised and had been pulled off of the screw shaft. Dr (B)(6) at this time decided that he needed to disassemble the right side of the construct and remove and replace the screw.

Manufacturer narrative:
Method: complaint history analysis, mfg rec. Rev. Visual inspection and risk assessment. Results: complaint history analysis. Previous records for tulip disengagement of this screw design. Previous failures were caused by multiple tightening and extreme loads applied to the screw. Mfg rec rev. No discrepancies noted. Visual inspection. Tulip head was returned separated from the screw shaft and its retaining clip was severely damaged. On the top of the screw shaft there is a large imprint located off-center. There are also marks on the underside of the spherical head of the screw located on the same side as the large imprint on the top of the screw. These marks were most likely created by the retaining clip. There are other marks and deformations at the screw driver interface. It's not known if these are related to the disengagement of the tulip head or damage from removing the screw. Risk assessment. There was a delay in surgery of 20-25 minutes. Conclusion: the nature of the off-center wear pattern on screw indicates that the screw was implanted with a large angulation. The intensity of the imprints implies that an excessive amount of torque was used during final tightening as well. These two factors led to the eventual tulip disengagement. Therefore user-error contributed to this event.